Event description:
In 2009, the pt stated that he frequently gets air bubble while using his infusion device 2 to 3 days after inserting a new insulin cartridge. The pt also stated that his blood glucose was elevated. His most recent reading was 350 mg/dl. The pt verified that he primes air bubbles out when the sees them and he primes when inserting a new insulin cartridge. The pt has received an e10 error on his infusion device. The pt changes the adapter with every 10th insulin cartridge or more frequently if needed. The pt changes the battery cover with each new battery. The pt uses new insulin cartridges each time; he does not reuse them. He does not lubricate the sides of the insulin cartridge and he has now been advised to do this in the future. The pt stated that he does not always let the insulin reach room temperature. The pt has been advised that the insulin must be room temperature to prevent air bubbles from forming in the cartridge. The pt changes his infusion tubing every 3 days and his headset and site every 2 to 4 days. The pt does not have scar tissue. He does not have pain, or irritation, or infection at the infusion site. The annual was not bent and the tubing was not kinked when he removed it. The pt stated that he is not rotating his sites in a pattern. The pt has been advised on appropriate infusion sites. The insulin that the pt is using is clear, no cloudy and has not been exposed to extreme temperature or sunlight. The insulin is not thick or gel like. The pt did not require medical assistance form a healthcare professional or second party to address the issue. Product was not requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.